Event description:
The customer reported that during a procedure, when the surgeon grasped the tissue with the device jaws and pressed the activation button, a sound was heard but the device did not seal the tissue. It is unknown if a regrasp alarm or an endtone sounded. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Further functional testing was conducted on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily and the jaws reopened without difficulty or locking. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.